Event description:
It was reported that the pace sense portion of the right ventricular (rv) lead was surgically abandoned due to high thresholds. The product remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.